Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred.the product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. Receiver charged and will boot: passed. A receiver download was retrieved and attached was passed. Finding related to complaint in receiver download was preformed and data does not full reflect on incident date (B)(6) 2021. A receiver functional test was preformed and passed. A receiver pairing test was preformed and passed. The case opened for interior inspection and passed (no moisture damage). Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.